Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the flocculation of the guidewire had already occurred yesterday, an inspection was performed before placing the powerpicc solo in the vascular access centre, and white flocculation was found on the guidewire after retrieving the support guidewire. Healthcare provider does not use this catheter for placement and replaces it with a new catheter. No other information provided, at this time. This file is for the first event of three events reported.

Event description:
It was reported that the flocculation of the guidewire had already occurred yesterday, an inspection was performed before placing the powerpicc solo in the vascular access centre, and white flocculation was found on the guidewire after retrieving the support guidewire. Healthcare provider does not use this catheter for placement and replaces it with a new catheter. No other information provided, at this time. This file is for the first event of three events reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a white substance along the stylets is confirmed, but the exact cause could not be determined. Two 4 fr s/l powerpicc solo devices with their stylets and t-lock assemblies were returned for evaluation. An initial visual observation revealed no obvious blood use residues throughout the returned samples. A kink was observed along the proximal end of the stylet of sample 1and sample 2. A white substance could be seen along each stylet. A microscopic observation revealed the white substance appeared to be consistent with stylet coating material. The white material appeared to bunch along each stylet. The exact cause of the white coating material along the stylets is unknown. Possible causes may include storage conditions, unknown environmental factors, or other unknown use conditions. This complaint will be recorded for future trending and monitoring purposes.